Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') and abdominal discomfort ('stomach discomfort') in a 39-year-old female patient who had essure (batch no: b60755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue, stomach discomfort, bloating, migraine headache, pelvic pain, depression, vitamin d deficiency, liver enzyme abnormal, gastrointestinal disorder, migraine, obesity, major depressive disorder (recurrent, moderate), abdominal pain, low back pain, esophageal reflux, plantar fasciitis, ovarian cyst, acute respiratory tract infection, epigastric pain, multigravida, parity 3, abortion (3), astigmatism, foetal disorder, dizziness and foggy feeling in head. She has no family history of gallbladder disease or peptic ulcer disease. No family history of headaches. Previously administered products included for headaches: naproxen. Concurrent conditions included joint pain (knee, hip), benign paroxysmal positional vertigo, constipation, gerd (eophagitis), lumbago, cholelithiasis, patellofemoral pain syndrome, chondromalacia patellae, functional dyspepsia, chronic gastritis, osteoarthritis, low back pain, insomnia, perineal pain, choledocholithiasis, myopia, adenomyosis, muscle ache and oligohydramnios. Concomitant products included dicycloverine hydrochloride (bentyl) for abdominal pain, ethinylestradiol;norelgestromin (ortho evra) for birth control as well as ciprofloxacin hydrochloride;dexamethasone (cipro d), ergocalciferol since 2018, esomeprazole since 2016, macrogol 3350 (miralax), meloxicam (mobic) since 2017, naproxen sodium (aleve) since 2014, omeprazole, omeprazole (prilosec) since 2018, temazepam, trazodone since 2018, venlafaxine since 2018 and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced fatigue ("fatigue") and night sweats ("night sweats/ hormonal changes"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain: abdominal"). On (B)(6) 2014, the patient experienced abdominal discomfort (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea(cramping)"), dyspareunia ("dyspareunia") and vision blurred ("blurry vision") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced dizziness ("dizziness"), feeling abnormal ("brain fog") and depression ("depression/ psych injury"). On (B)(6) 2016, the patient experienced dysuria ("bladder or urinary problems or changes: unspecified/ bladder problems/ burning sensation/ discomfort"), pollakiuria ("bladder or urinary problems or changes: unspecified/ urinary problems/frequent urination") and urinary tract infection ("utis"). On (B)(6) 2016, the patient experienced migraine ("migraines/headaches") and nausea ("nausea"). On (B)(6) 2018, the patient experienced cyst ("cysts") and was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced abdominal distension ("bloating"), constipation ("constipation/ gi conditions"), diarrhoea ("diarrhea/ gi conditions"), headache ("headaches"), cystitis ("bladder infection"), visual impairment ("vision probs") and bladder discomfort ("bladder discomfort") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with acetylsalicylic acid; caffeine; paracetamol (excedrin migraine), bupropion hydrochloride (wellbutrin), cyanocobalamin, fluoxetine hydrochloride (prozac), venlafaxine hydrochloride (effexor) and surgery (gall bladder removal and hysterectomy with bilateral salpingectomy/ cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, urinary tract infection and abdominal pain had resolved and the abdominal discomfort, cyst, uterine leiomyoma, dysuria, pollakiuria, dysmenorrhoea, fatigue, abdominal distension, constipation, diarrhoea, night sweats, migraine, nausea, dizziness, feeling abnormal, depression, vision blurred, weight increased, headache, cystitis, hormone level abnormal, visual impairment and bladder discomfort outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, bladder discomfort, constipation, cyst, cystitis, depression, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, dysuria, fatigue, feeling abnormal, headache, hormone level abnormal, migraine, nausea, night sweats, pelvic pain, pollakiuria, urinary tract infection, uterine leiomyoma, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: current weight: 189 lbs. Insertion detail: essure devices placed bilaterally with three coils visible on the right and one coil visible on the left. Received treatment for psych injury. Discrepancy noted in date of removal as per pfs: on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Computerised tomogram abdomen: on (B)(6) 2015: demonstrated several nonspecific low-density tiny liver cysts, a right ovarian cyst, what appeared to be gallstones in the gallbladder. Hysterosalpingogram: on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record: depression, anxiety, abdominal distension, migraine headache, pelvic pain, fatigue, leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: pfs and mr received. Reporter information, medical history and concomitant drug added. Event bladder problem and urinary problems were updated to burning sensation, frequent urination and discomfort. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') and abdominal discomfort ('stomach discomfort') in a 39-year-old female patient who had essure (batch no. B60755) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue, stomach discomfort, bloating, migraine headache, pelvic pain, depression, vitamin d deficiency, liver enzyme abnormal, gastrointestinal disorder, migraine, obesity, major depressive disorder (recurrent, moderate), abdominal pain, low back pain, esophageal reflux, plantar fasciitis, ovarian cyst, acute respiratory tract infection, epigastric pain, multigravida, parity 3, abortion (3), astigmatism, foetal disorder, dizziness and foggy feeling in head. She has no family history of gallbladder disease or peptic ulcer disease. No family history of headaches. Previously administered products included for headaches: naproxen. Concurrent conditions included joint pain (knee, hip), benign paroxysmal positional vertigo, constipation, gerd (esophagitis), lumbago, cholelithiasis, patellofemoral pain syndrome, chondromalacia patellae, functional dyspepsia, chronic gastritis, osteoarthritis, low back pain, insomnia, perineal pain, choledocholithiasis, myopia, adenomyosis, muscle ache and oligohydramnios. Concomitant products included dicycloverin hydrochloride (bentyl) for abdominal pain, ethinylestradiol;norelgestromin (ortho evra) for birth control as well as ciprofloxacin hydrochloride;dexamethasone (cipro d), ergocalciferol since 2018, esomeprazole since 2016, macrogol 3350 (miralax), meloxicam (mobic) since 2017, naproxen sodium (aleve) since 2014, omeprazole, omeprazole (prilosec) since 2018, temazepam, trazodone since 2018, venlafaxine since 2018 and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced fatigue ("fatigue") and night sweats ("night sweats/ hormonal changes"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain: abdominal"). In (B)(6) 2014, the patient experienced abdominal discomfort (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea(cramping)"), dyspareunia ("dyspareunia") and vision blurred ("blurry vision") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced dizziness ("dizziness"), feeling abnormal ("brain fog") and depression ("depression/ psych injury"). In (B)(6) 2016, the patient experienced dysuria ("bladder or urinary problems or changes: unspecified/ bladder problems/ burning sensation/ discomfort"), pollakiuria ("bladder or urinary problems or changes: unspecified/ urinary problems/frequent urination") and urinary tract infection ("utis"). In (B)(6) 2016, the patient experienced migraine ("migraines/headaches") and nausea ("nausea"). In (B)(6) 2018, the patient experienced cyst ("cysts") and was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced abdominal distension ("bloating"), constipation ("constipation/ gi conditions"), diarrhea ("diarrhea/ gi conditions"), headache ("headaches"), cystitis ("bladder infection"), visual impairment ("vision probs") and bladder discomfort ("bladder discomfort") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), bupropion hydrochloride (wellbutrin), cyanocobalamin, fluoxetine hydrochloride (prozac), venlafaxine hydrochloride (effexor) and surgery (gall bladder removal and hysterectomy with bilateral salpingectomy/ cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, urinary tract infection and abdominal pain had resolved and the abdominal discomfort, cyst, uterine leiomyoma, dysuria, pollakiuria, dysmenorrhoea, fatigue, abdominal distension, constipation, diarrhea, night sweats, migraine, nausea, dizziness, feeling abnormal, depression, vision blurred, weight increased, headache, cystitis, hormone level abnormal, visual impairment and bladder discomfort outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, bladder discomfort, constipation, cyst, cystitis, depression, diarrhea, dizziness, dysmenorrhoea, dyspareunia, dysuria, fatigue, feeling abnormal, headache, hormone level abnormal, migraine, nausea, night sweats, pelvic pain, pollakiuria, urinary tract infection, uterine leiomyoma, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: current weight: 189 lbs. Insertion detail: essure devices placed bilaterally with three coils visible on the right and one coil visible on the left. Received treatment for psych injury. Discrepancy noted in date of removal as per pfs- (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2015: demonstrated several nonspecific low-density tiny liver cysts, a right ovarian cyst, what appeared to be gallstones in the gallbladder. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record: depression, anxiety, abdominal distension, migraine headache, pelvic pain, fatigue, leiomyoma. Lot number: b60755. Manufacturing date: 2013-08-16. Expiration date: 2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic'), abdominal discomfort ('stomach discomfort'), cyst ('cysts') and uterine leiomyoma ('fibroids') in a (B)(6) female patient who had essure (batch no. B60755) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue, stomach discomfort, bloating, migraine headache, pelvic pain, depression, vitamin d deficiency, liver enzyme abnormal, gastrointestinal disorder nos, migraine, obesity, major depressive disorder (recurrent, moderate), abdominal pain, low back pain, esophageal reflux, plantar fasciitis, ovarian cyst, acute respiratory tract infection, epigastric pain, multigravida, parity 3, abortion (3), astigmatism, foetal disorder nos, dizziness and foggy feeling in head. She has no family history of gallbladder disease or peptic ulcer disease. No family history of headaches. Previously administered products included for headaches: naproxen. Concurrent conditions included joint pain (knee, hip), benign paroxysmal positional vertigo, constipation, gerd (esophagitis), lumbago, cholelithiasis, patellofemoral pain syndrome, chondromalacia patellae, functional dyspepsia, chronic gastritis, osteoarthritis, low back pain, insomnia, perineal pain, choledocholithiasis, myopia and adenomyosis. Concomitant products included dicycloverin hydrochloride (bentyl) for abdominal pain, ethinylestradiol; norelgestromin (ortho evra) for birth control as well as ergocalciferol since 2018, esomeprazole since 2016, meloxicam (mobic) since 2017, naproxen sodium (aleve) since 2014, omeprazole (prilosec) since 2018, trazodone since 2018 and venlafaxine since 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced fatigue ("fatigue") and night sweats ("night sweats"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain: abdominal"). In (B)(6) 2014, the patient experienced abdominal discomfort (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and vision blurred ("blurry vision") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced dizziness ("dizziness"), feeling abnormal ("brain fog") and depression ("depression"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified") and urinary tract infection ("utis"). In (B)(6) 2016, the patient experienced migraine ("migraines/headaches") and nausea ("nausea"). In (B)(6) 2018, the patient experienced cyst (seriousness criterion medically significant) and was found to have uterine leiomyoma (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal distension ("bloating"), constipation ("constipation") and diarrhoea ("diarrhea"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), bupropion hydrochloride (wellbutrin), cyanocobalamin, fluoxetine hydrochloride (prozac), venlafaxine hydrochloride (effexor) and surgery (gall bladder removal and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal discomfort, cyst, uterine leiomyoma, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, abdominal distension, constipation, diarrhoea, night sweats, urinary tract infection, migraine, nausea, dizziness, feeling abnormal, depression, vision blurred and weight increased outcome was unknown and the dyspareunia and abdominal pain had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, bladder disorder, constipation, cyst, depression, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, migraine, nausea, night sweats, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma, vision blurred and weight increased to be related to essure. The reporter commented: current weight: (B)(6). Insertion detail: essure devices placed bilaterally with three coils visible on the right and one coil visible on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Computerised tomogram abdomen - on (B)(6) 2015: demonstrated several nonspecific low-density tiny liver cysts, a right ovarian cyst, what appeared to be gallstones in the gallbladder. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record: depression, anxiety, abdominal distension, migraine headache, pelvic pain, fatigue, leiomyoma. Most recent follow-up information incorporated above includes: on 8-aug-2019: plaintiff fact sheet and medical record received. The case is incident. Events added- ¿pain: pelvic, bladder or urinary problems or changes: unspecified, dysmenorrhea, dyspareunia, fatigue, bloating, night sweats, utis (urinary tract infection), migraine/headache, nausea, dizziness, brain fog, cysts, fibroids, blurry vision, weight gain, pain: abdominal, stomach discomfort, constipation, diarrhea, depression¿. Reporter, demographics, historical medication, medical history, concurrent conditions, lab data, essure lot number, treatment drugs and concomitant drugs were added. Fu 2 and fu 3 processed together. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic'), abdominal discomfort ('stomach discomfort'), cyst ('cysts') and uterine leiomyoma ('fibroids') in a 39-year-old female patient who had essure (batch no. B60755) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue, stomach discomfort, bloating, migraine headache, pelvic pain, depression, vitamin d deficiency, liver enzyme abnormal, gastrointestinal disorder, migraine, obesity, major depressive disorder (recurrent, moderate), abdominal pain, low back pain, esophageal reflux, plantar fasciitis, ovarian cyst, acute respiratory tract infection, epigastric pain, multigravida, parity 3, abortion (3), astigmatism, foetal disorder, dizziness and foggy feeling in head. She has no family history of gallbladder disease or peptic ulcer disease. No family history of headaches. Previously administered products included for headaches: naproxen. Concurrent conditions included joint pain (knee, hip), benign paroxysmal positional vertigo, constipation, gerd (eophagitis), lumbago, cholelithiasis, patellofemoral pain syndrome, chondromalacia patellae, functional dyspepsia, chronic gastritis, osteoarthritis, low back pain, insomnia, perineal pain, choledocholithiasis, myopia and adenomyosis. Concomitant products included dicycloverine hydrochloride (bentyl) for abdominal pain, ethinylestradiol;norelgestromin (ortho evra) for birth control as well as ergocalciferol since 2018, esomeprazole since 2016, meloxicam (mobic) since 2017, naproxen sodium (aleve) since 2014, omeprazole (prilosec) since 2018, trazodone since 2018 and venlafaxine since 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced fatigue ("fatigue") and night sweats ("night sweats"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain: abdominal"). In (B)(6) 2014, the patient experienced abdominal discomfort (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and vision blurred ("blurry vision") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced dizziness ("dizziness"), feeling abnormal ("brain fog") and depression ("depression"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified") and urinary tract infection ("utis"). In (B)(6) 2016, the patient experienced migraine ("migraines/headaches") and nausea ("nausea"). In (B)(6) 2018, the patient experienced cyst (seriousness criterion medically significant) and was found to have uterine leiomyoma (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal distension ("bloating"), constipation ("constipation") and diarrhoea ("diarrhea"). The patient was treated with acetylsalicylic acid;caffeine; paracetamol (excedrin migraine), bupropion hydrochloride (wellbutrin), cyanocobalamin, fluoxetine hydrochloride (prozac), venlafaxine hydrochloride (effexor) and surgery (gall bladder removal and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal discomfort, cyst, uterine leiomyoma, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, abdominal distension, constipation, diarrhoea, night sweats, urinary tract infection, migraine, nausea, dizziness, feeling abnormal, depression, vision blurred and weight increased outcome was unknown and the dyspareunia and abdominal pain had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, bladder disorder, constipation, cyst, depression, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, migraine, nausea, night sweats, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma, vision blurred and weight increased to be related to essure. The reporter commented: current weight: 189 lbs. Insertion detail: essure devices placed bilaterally with three coils visible on the right and one coil visible on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Computerised tomogram abdomen on (B)(6) 2015: demonstrated several nonspecific low-density tiny liver cysts, a right ovarian cyst, what appeared to be gallstones in the gallbladder. Hysterosalpingogram on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record: depression, anxiety, abdominal distension, migraine headache, pelvic pain, fatigue, leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') and abdominal discomfort ('stomach discomfort') in a 39-year-old female patient who had essure (batch no. B60755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue, stomach discomfort, bloating, migraine headache, pelvic pain, depression, vitamin d deficiency, liver enzyme abnormal, gastrointestinal disorder, migraine, obesity, major depressive disorder (recurrent, moderate), abdominal pain, low back pain, esophageal reflux, plantar fasciitis, ovarian cyst, acute respiratory tract infection, epigastric pain, multigravida, parity 3, abortion (3), astigmatism, foetal disorder, dizziness and foggy feeling in head. She has no family history of gallbladder disease or peptic ulcer disease. No family history of headaches. Previously administered products included for headaches: naproxen. Concurrent conditions included joint pain (knee, hip), benign paroxysmal positional vertigo, constipation, gerd (eophagitis), lumbago, cholelithiasis, patellofemoral pain syndrome, chondromalacia patellae, functional dyspepsia, chronic gastritis, osteoarthritis, low back pain, insomnia, perineal pain, choledocholithiasis, myopia and adenomyosis. Concomitant products included dicycloverine hydrochloride (bentyl) for abdominal pain, ethinylestradiol;norelgestromin (ortho evra) for birth control as well as ergocalciferol since 2018, esomeprazole since 2016, meloxicam (mobic) since 2017, naproxen sodium (aleve) since 2014, omeprazole (prilosec) since 2018, trazodone since 2018 and venlafaxine since 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced fatigue ("fatigue") and night sweats ("night sweats/ hormonal changes"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain: abdominal"). In (B)(6) 2014, the patient experienced abdominal discomfort (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea(cramping)"), dyspareunia ("dyspareunia") and vision blurred ("blurry vision") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced dizziness ("dizziness"), feeling abnormal ("brain fog") and depression ("depression/ psych injury"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes: unspecified/ bladder problems "), urinary tract disorder ("bladder or urinary problems or changes: unspecified/ urinary problems ") and urinary tract infection ("utis"). In (B)(6) 2016, the patient experienced migraine ("migraines/headaches") and nausea ("nausea"). In (B)(6) 2018, the patient experienced cyst ("cysts") and was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced abdominal distension ("bloating"), constipation ("constipation/ gi conditions"), diarrhoea ("diarrhea/ gi conditions"), headache ("headaches"), cystitis ("bladder infection") and visual impairment ("vision probs") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), bupropion hydrochloride (wellbutrin), cyanocobalamin, fluoxetine hydrochloride (prozac), venlafaxine hydrochloride (effexor) and surgery (gall bladder removal and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, urinary tract infection and abdominal pain had resolved and the abdominal discomfort, cyst, uterine leiomyoma, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, abdominal distension, constipation, diarrhoea, night sweats, migraine, nausea, dizziness, feeling abnormal, depression, vision blurred, weight increased, headache, cystitis, hormone level abnormal and visual impairment outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, bladder disorder, constipation, cyst, cystitis, depression, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hormone level abnormal, migraine, nausea, night sweats, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: current weight: 189 lbs. Insertion detail: essure devices placed bilaterally with three coils visible on the right and one coil visible on the left. Received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2015: demonstrated several nonspecific low-density tiny liver cysts, a right ovarian cyst, what appeared to be gallstones in the gallbladder.. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record: depression, anxiety, abdominal distension, migraine headache, pelvic pain, fatigue, leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: new events added: bladder infection, hormonal changes, vision probs. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic'), abdominal discomfort ('stomach discomfort'), cyst ('cysts') and uterine leiomyoma ('fibroids') in a 39-year-old female patient who had essure (batch no. B60755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue, stomach discomfort, bloating, migraine headache, pelvic pain, depression, vitamin d deficiency, liver enzyme abnormal, gastrointestinal disorder, migraine, obesity, major depressive disorder (recurrent, moderate), abdominal pain, low back pain, esophageal reflux, plantar fasciitis, ovarian cyst, acute respiratory tract infection, epigastric pain, multigravida, parity 3, abortion (3), astigmatism, foetal disorder, dizziness and foggy feeling in head. She has no family history of gallbladder disease or peptic ulcer disease. No family history of headaches. Previously administered products included for headaches: naproxen. Concurrent conditions included joint pain (knee, hip), benign paroxysmal positional vertigo, constipation, gerd (eophagitis), lumbago, cholelithiasis, patellofemoral pain syndrome, chondromalacia patellae, functional dyspepsia, chronic gastritis, osteoarthritis, low back pain, insomnia, perineal pain, choledocholithiasis, myopia and adenomyosis. Concomitant products included dicycloverine hydrochloride (bentyl) for abdominal pain, ethinylestradiol;norelgestromin (ortho evra) for birth control as well as ergocalciferol since 2018, esomeprazole since 2016, meloxicam (mobic) since 2017, naproxen sodium (aleve) since 2014, omeprazole (prilosec) since 2018, trazodone since 2018 and venlafaxine since 2018. On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced fatigue ("fatigue") and night sweats ("night sweats/ hormonal changes"). In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain: abdominal"). In (B)(6)2014, the patient experienced abdominal discomfort (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and vision blurred ("blurry vision") and was found to have weight increased ("weight gain"). In (B)(6)2015, the patient experienced dizziness ("dizziness"), feeling abnormal ("brain fog") and depression ("depression/ psych injury"). In (B)(6)2016, the patient experienced bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified") and urinary tract infection ("utis"). In (B)(6)2016, the patient experienced migraine ("migraines/headaches") and nausea ("nausea"). In (B)(6)2018, the patient experienced cyst (seriousness criterion medically significant) and was found to have uterine leiomyoma (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal distension ("bloating"), constipation ("constipation/ gi conditions"), diarrhoea ("diarrhea/ gi conditions") and headache ("headaches"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), bupropion hydrochloride (wellbutrin), cyanocobalamin, fluoxetine hydrochloride (prozac), venlafaxine hydrochloride (effexor) and surgery (gall bladder removal and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, dyspareunia, urinary tract infection and abdominal pain had resolved and the abdominal discomfort, cyst, uterine leiomyoma, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, abdominal distension, constipation, diarrhoea, night sweats, migraine, nausea, dizziness, feeling abnormal, depression, vision blurred, weight increased and headache outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, bladder disorder, constipation, cyst, depression, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, migraine, nausea, night sweats, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma, vision blurred and weight increased to be related to essure. The reporter commented: current weight: 189 lbs. Insertion detail: essure devices placed bilaterally with three coils visible on the right and one coil visible on the left. Received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Computerised tomogram abdomen - on (B)(6)2015: demonstrated several nonspecific low-density tiny liver cysts, a right ovarian cyst, what appeared to be gallstones in the gallbladder.. Hysterosalpingogram - on (B)(6)2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record: depression, anxiety, abdominal distension, migraine headache, pelvic pain, fatigue, leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Outcome for previously reported events "pelvic pain and uti" is updated to recovered / resolved. New event headaches was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.